Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported the patient's leads were fractured. As a result, surgical intervention was undertaken during which time the leads were explanted and replaced. Stimulation was restored post-operatively.